Event description:
It was reported that pump declared altitude alarm 21 and required cartridge replacement before pump resumed normal operation. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by replacing cartridge on previous day, and technical support provided tips for preventing future altitude alarms, which caller understood and acknowledged; no additional information was received regarding any further actions.